Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, shakey and pale. A patient reported they were not able to get a reading at all. Their meter allegedly would not power on. The batteries were replaced and still no power. Customer has been using friend's meter sometimes. The result on the friends meter was unknown. Treatment was insulin increased by doctor. No further info has been reported.